Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood squirted out because there was a hole in the tubing on one (1) device. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 27-sep-2024. H3. Device eval by manufacturer- yes. Bd received one photo and 52 (2 open and 50 unopened) samples for investigation. The customer photo depicts a device with damage to the tubing. Two of the opened customer samples underwent a visual inspection, and both failed due to a hole/cut in the tubing. Additionally, 30 unopened customer samples were subjected to functional tests, with three failing due to leakage from a hole in the tubing. Furthermore, 30 retained samples underwent functional tests, all of which passed with no signs of damage, cut tubing, or leakage. These retained samples also underwent additional functional tests for retraction lockout, and all passed, showing proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged tubing bd determined that the root cause of the indicated failure mode was attributed a broken windhead. The correction was performed by replacing the windhead which allowed the product to better conform to the pocket of the blister pack. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood squirted out because there was a hole in the tubing on one (1) device. No patient or user impact reported.